Manufacturer narrative:
This report is submitted on april 05, 2017.

Event description:
It was reported that the patient developed an infection at the implant site and was treated with IV antibiotics for a period of 3 months. However, the issue could not be resolved, resulting in the decision to explant the device on (B)(6) 2017.